Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
Field assurance department at the (B)(4) site was made aware via medwatch sent from FDA. Arrived in (B)(4) on (B)(4), 2011. The user report number is (B)(4). The field assurance department contacted the account to obtain add'l info and the product sample will be returning for eval. The facility advised that an error was made and the MFR, field assurance dept, or the sales rep were never notified of the event. It has been reported to us that the guide wire became frayed during the procedure. The guide wire was inserted and re-inserted into the pt's artery several times and became frayed. We did not receive a response from the MFR regarding the cougar xt guide wire. The original intended procedure was angioplasty.